Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. Thus the potential for forward firing may exist. In additional the distal part of the glass cap and the metal cap were detached and not returned. The outer flow tubing open end has minor scratch marks. Due to the observed glass cap distal fracture and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip started firing at the front. The fiber was taken out from the patient body. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip started firing at the front. The fiber was taken out from the patient body. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.